Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty in (B)(6) 2007 and subsequently has undefined complaints. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Implant date - may 2007 (exact date unknown). Explant date - unknown. Initial reporter - address information unknown. Manufacture date - unknown.